Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. It was noted that there were telemetry difficulties and the pacemaker could not be interrogated. The patient was scheduled for a replacement since the device was close to the elective replacement indicator (eri). The patient was stable.

Manufacturer narrative:
The reported field event of a telemetry issue was not confirmed. Analysis was normal. No anomalies were found.

Event description:
New information received suggests the device was explanted for elective replacement indicator (eri). The patient was discharged in stable condition.